Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was observed to have dislodged into the coronary sinus approximately two days post implant. A revision procedure was performed. The lead was explanted and a new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted dried blood/body fluid in the lead lumen. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid.

Event description:
Additional information was received that indicates this lead was returned for analysis.